Event description:
It was reported that during a urinary organ procedure, the device was used at the renal vein. Although the staples on the patient side were formed properly, the staples on the distal side were not deployed at the first firing. Additional suture was performed. It was found that some staples remained inside the cartridge. As the staples on the patient side were formed properly, no major bleeding occurred. Dr commented that the firing had been stopped on the way, he had felt difficulty when he had grasped the firing trigger again. Reinforcement was not used. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Wedge band bypass. Evaluation summary: the analysis results found that the device was returned in good condition, a cartridge was returned partially fired and was noted to have a wedge band bypass as the right side was 1/4 fired and the left side was fully fired. The cartridge lockout was found normal. The cartridge was disassembled to verify the condition of the internal components and several drivers were found damaged. In addition the cartridge deck was found damaged, the damage found on the cartridge deck is consistent with damage caused when the device is clamped over a hard object. When this happens, the cartridge gets indented therefore, there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. When the mechanism is forced, the wedge band will bypass the sled, it should be noted that if resistance is felt, stop and replace the cartridge. Please reference instructions for use for additional instructions. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device opened and closed without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.